Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed multiple 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream sensor readings. The ultrasonic sensor could not be calibrated and will require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.